Event description:
It was reported the pt felt the ipg heating up whenever the system was on. He stated the site gets red or hot and he has to turn stimulation off after a couple of hours to let the sensation subside. F/u identified the heating sensation had diminished and was no longer an issue for the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.